Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared, but issue occurred before call and had already resolved. There was no adverse impact to the customer¿s blood glucose level. Customer continued using same charging equipment, pump began charging without shutting down, and technical support arranged a one-time replacement cable and wall adapter as a goodwill order because customer did not feel comfortable continuing to use current charging supplies.